Event description:
Revision surgery - the baseplate screw broke so had to do a revision. Broken pieces were removed and items were replaced.

Manufacturer narrative:
The reason for this revision surgery was reported as broken baseplate screw. The previous surgery and the revision detailed in this investigation occurred over 1 year and 4 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a nonconformance in the main part (B)(4), rsp baseplate, 30mm, w/p2 coating which documents nonconformance that out of 50 quantities lot, 1 part was scrapped on router. The device and its applicable concomitant devices were within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to broken baseplate screw. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are many factors that may contribute to the event that are outside the control of djo surgical such as improper fastening of parts, excessive load or torque, prolonged overhead activities, excessive range of motion, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any patient activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.